Event description:
It was reported that during an unknown procedure, the clips were not advancing to the tip of the applier. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Sticking jaw/cam, orange indicator did not show up. The analysis results found that the el5ml device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to return to the open position. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the root cause of this issue. In addition, the device locked out as intended but the orange indicator did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the el5ml device (b) found that it was received with one jaw ramp disengaged from cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. During testing one jaw ramp got broken; the remaining clips were ejected. It should be noted that a corrective action has been initiated to address the root cause of the broken jaw issues. The device locked out as intended but the orange indicator was not visible. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4). Jaw or cam interface is disengaged, broken jaw,ejected clip. (B)(4).